Manufacturer narrative:
Additional information: foreign zipcode (B)(6). Correction on (facility name and country).

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with error message of overheating. Cause of overheating is a defective electronic component on the video processor pcb. Product passed functional testing with a known good video processor pcb installed. The complaint investigation has concluded the cause of overheating is a defective electronic component on video processor pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint investigation has concluded the cause of overheating is a defective electronic component on video processor pcb. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera control unit gets extremely hot. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.